Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, a capture failure was detected during a follow up. The impedance of both leads were high (>3000 ohm) but the screws seemed to be well screwed. Finally the pacemaker was explanted and then the physician noticed that the pacemaker could not be interrogated. The device was returned for analysis. Another pacemaker was successfully implanted.